Event description:
On (B)(6) 2010, pt reported the down button on the infusion device is no longer responding. Pt stated he stopped using the down button to program a bolus and has been going into standard bolus to program a bolus. Pt reported he noticed this issue about 2 weeks ago. Pt stated the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.